Event description:
It was reported that a patient underwent a procedure where two shockwave l6 peripheral intravascular lithotripsy (ivl) catheters were used as part of an overall endovascular treatment plan. The catheters were used during the case to treat severely calcified lesions in the right and left common iliac arteries. The ivl balloons functioned properly during the case, delivering 60 pulses each at approximately 4 atmospheres. The balloons were used to pre-treat each artery before deploying stent graft in each artery. Reportedly, post procedure, the patient experienced retroperitoneal bleed. The patient was brought back in the cath lab however, the patient expired.

Manufacturer narrative:
The devices referenced in this report were not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. The cause of the reported retroperitoneal bleed that the patient experienced could not be definitively determined. Based on the reported event, both l6 ivl devices successfully delivered pulses and functioned as intended. A review of the lot history records (lhrs) and test documentations did not show any issues with the manufacturing of the devices. The devices passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. 2nd shockwave l6 peripheral lithotripsy (ivl) catheter model/catalog; number: l6ivl120030, lot number: a230201a, expiration date: 02/28/2025, mfg date: 02/01/2023, UDI #: (B)(4).